Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited oversensing of noise leading to pacing inhibition with less than two seconds of asystole. There was a concern over a possible connection issue, lead issue or header issue. A revision procedure was performed where the connection appeared fine, however they were unable to identify the source of the noise. Thus the crt-d device was explanted and the rv lead was surgically abandoned. No additional adverse patient effects were reported.